Manufacturer narrative:
The oad was returned to csi for analysis, engaged on the guide wire. Visual examination revealed the driveshaft was fractured at the proximal edge of the crown. Driveshaft flexing at the weld location can initiate a fatigue failure, and scanning electron microscopy analysis identified fatigue striations at the site of the driveshaft fracture. There was no damage observed with the returned guide wire. At the conclusion of the device analysis investigation, the report that the oad had fractured was confirmed. It was hypothesized that this driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape, although the exact root cause of this reported complaint is undetermined. The diamondback coronary orbital atherectomy system instructions for use manual states "never force the crown if any resistance is felt within the vessel as vessel perforation may occur. If resistance is felt, retract the crown, while monitoring the cause of the resistance, and immediately stop treatment. Use fluoroscopy to analyze the situation and to monitor the cause of the resistance." The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
The diamondback coronary orbital atherectomy device (oad) was advanced to a lesion located in a bifurcation, with a 90-degree bend in the left circumflex artery. The patient's leg moved throughout the procedure. The oad crown was forced through the tortuous lesion and treatment was administered proximal-to-distal. The oad crown became stuck on the wire during the first treatment pass. The device and guide wire were removed, and it was observed that the crown and tip bushing had fractured, and then while removing the device the crown and tip busing moved distally on the wire and remained on the wire during removal. The patient remained stable throughout the procedure and was sent to the operating room for bypass surgery. The patient was in stable condition after the procedure.